Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that during a change out procedure for normal battery depletion it was found that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with another manufacturer's device over six years earlier. The other manufacturer's crt-d was explanted during the current procedure for normal battery depletion. A new device was successfully implanted. No additional adverse patient effects were reported.